Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. The insulin pump had cracked battery tube, reservoir tube, reservoir tube lip, case window display corner and scratched lcd window. Moisture damage was found on electronic assembly.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer reported that there was fluid under the lcd display. The customer also reported that the numbers were ramping on their own. The customer's blood glucose was 200 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.